Event description:
Info was rec'd that reported a pt was hospitalized in 2009, due an incident of hypoglycemia. Per the reporter, the pt had a blood glucose of 169 mg/dl at 11:30pm the day before. The following day, she was difficult to rouse and the paramedics were summoned. The paramedics measured her blood glucose as <20, administered glucagon and transported her to the hospital. Upon admission, her blood glucose was 215 mg/dl. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.